Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer blood glucose level was 66 mg/dl, 44 mg/dl, 170 mg/dl, 270 mg/dl and 490 mg/dl. The customer declined troubleshooting. The customer corrected with 2 bowls of rice and ate 6 glucose tablets for low blood glucose and manual for high blood glucose. The device will not be returned for analysis.